Event description:
It was reported that the patient was hospitalized due to cannula not inserting into the skin, despite the patient believing it had. The patient continued using the pod and administering bolus for elevated blood glucose levels, but symptoms of hyperglycemia and vomiting developed. It was reported that the patient was on the verge of diabetic ketoacidosis. Blood glucose readings exceeded 500 mg/dl ("high") while the pod was worn for approximately 24 to 36 hours. The patient was hospitalized and treated with IV insulin, discharged, but returned to the emergency room within an hour due to recurring hyperglycemia. Upon examination, the physician found the cannula had not deployed. After replacing the pod, the patient was able to effectively manage blood glucose levels.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and hospitalization or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: unspecified. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received not deployed with the pink slide insert not present in the top housing window and linkage assembly slightly extended. After opening the top housing, the needle mechanism components full deployed. The formed needle was observed to be bent and damage was observed to the soft cannula. Inspection of the environmental seal found damage indicating that the formed needle and soft cannula had initially fired into it. The incorrectly installed chassis caused the formed needle and soft cannula to not properly deploy through the bottom housing causing the reported needle mechanism failure.